Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that the ventilator changed the mode of ventilation from prvc to pcv+ by itself while using inline breathing treatment via nebulizer and t-piece. The mode change was triggered by a "sensor failure mode ventilation initiated" message. A patient was involved. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. The logfile analysis demonstrated the issue was attributed to a defective external flow sensor or occluded sensing lines, which prevented accurate delta p measurement inside the sensor. No return of goods authorization was issued, and the correction performed is unknown.

Event description:
The following was reported to hamilton medical ag: "ventilator changed mode of ventilation from prvc to pcv+ by itself while using inline breathing treatment via nebulizer and t-piece." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: "ventilator changed mode of ventilation from prvc to pcv+ by itself while using inline breathing treatment via nebulizer and t-piece." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "ventilator changed mode of ventilation from prvc to pcv+ by itself while using inline breathing treatment via nebulizer and t-piece." No health consequences or impact.